Event description:
It was reported that a clearlink system secondary medication set leaked at the bottom of the chamber. The set was used with normal saline. This issue was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.